Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was dissatisfied with the visual quality following implantation of preloaded trifocal intraocular lens (iol) during phacoemulsification for nuclear senile cataract. The initial postoperative visual acuity was 20/25 and the refraction +0.50 -0.50 x25 was within expectations with the visual acuity within expected range. During a follow-up examination, the patient experienced persistent visual complaints, with a visual acuity of 20/70. The patient presented a posterior capsule opacification (pco) and was treated with yttrium-aluminium-garnet (yag), resulting in only partial improvement. The optical coherence tomography (oct) was normal. The patient underwent lasik procedure with a residual correction +1.75 sphere. Following the procedure, the patient presented a visual acuity of 20/50 with complaints of lack of sharpness and further progressed to approximately 20/30 with persistent symptoms and dissatisfaction with visual quality. No further information was provided.